Manufacturer narrative:
Reporter institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the mx450 shows a speaker malfunction. No sound was audible. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.